Event description:
The customer states that they are unable to perform testing due to the axsym troponin-I adv reagent pack failure to open completely causing the probe to crash. There was no impact to patient management reported.

Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is completed.